Manufacturer narrative:
Product event summary: further testing was performed. The device functioned nominally throughout 66 hours of current drain monitoring and temperature cycling. Optical inspection of the scsp revealed copper anomalies between several traces on the left side of the scsp. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard. The simulation of shorts between the traces was shown to result in significantly higher than nominal current drain which would deplete the battery. This is consistent with the battery depletion that was reported.

Event description:
It was reported that the physician was not able to interrogate the device during followup, and the device also did not respond to the magnet application. Interrogation was attempted with multiple programmers. It was noted that the patient reported undergoing medical procedures involving laser usage. Further diagnostic testing was unsuccessful. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. It was noted in the returned paperwork that the patient reported some medical treatment involving laser usage and some other treatments of undetermined nature. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive.